Event description:
Agency name: (B)(6) medical service, when did it occur? : before use, hypodermic needle injury: no, other treatment: unknown, were the returned items used? : no, if they were used, was something attached to them? : no, returned quantity: 1. Details of the event (timeline, history, etc.): the back needle was bent, and the drug solution did not come out when I tested it. The lot is unknown and is being confirmed.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent/broken cannula npe. Root cause cannot be determined as the samples returned were open. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.